Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The high results were detected through delta checks. No false na results were reported out of the lab. The samples in question were repeated on a different instrument. Obtained results were 8-10mmol/l lower. These results were reported out of the lab. Actual results were not supplied. There was no affect to patient treatment.

Manufacturer narrative:
The ise system is calibrated every 8 hours, followed by a qc run. On the morning of the event, the ise system was calibrated and qc results were within the lab's established ranges. A field service engineer (fse) was dispatched and performed a preventive maintenance (pm). A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.